Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02100; 3005168196-2019-02101.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a ruby coil to the target vessel using a lantern. However, it would not form in the vessel; therefore, the ruby coil was removed. The physician then attempted to advance another two ruby coils one by one in the target vessel, however, they would not form; therefore, they were removed. It was reported that the physician experienced difficulty resheathing the ruby coils. The procedure was completed using a plug and other coils. There was no report of an adverse effect to the patient.